Event description:
The customer reported to siemens that they obtained an erroneously elevated calcium (ca) patient sample result on an atellica ch (B)(4) analyzer. The erroneous patient result was reported to the physician and was questioned. The same sample was reprocessed on an alternate atellica ch (B)(4) analyzer. The lower reprocessed result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated calcium (ca) result.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated calcium (ca) patient sample result obtained on an atellica ch (B)(4) analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Hsc reviewed the ca calibration data and observed that the c1 (slope) calibration coefficient for the lot calibration performed on 08-may-2024 was significantly lower than the other calibration performed using the same ca reagent and calibrator lots. Quality control (qc) processed with this calibration was significantly higher and outside of expected ranges. The customer performed a new lot calibration after qc failure using the same reagent pack well 1. Qc recovered within the customer's expected ranges. Hsc concluded the cause of the event is consistent with the calibration. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.